Event description:
It was reported the controller began smoking intra-operative once the arthrowand was connected. No patient or user complications were reported as a result of this event.

Manufacturer narrative:
Reference manufacturer report: 3006524618-2012-00094. This event occurred outside of the united states, due to international privacy laws, the patient information was not provided.